Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization treatment procedure, insertion difficulty was encountered. The target lesion was located in the moderately tortuous gastroduodenal artery. The 5mmx5.5mm vortex-18 pushable coil could not be inserted into the microcatheter due to severe resistance. The procedure was successfully completed with another with same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed that the vortex-18 pushable coil was broken.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: examination of the returned device revealed the coil was protruding from the introducer. Crystals of dried saline were present inside in the introducer sheath. The coil plunger was bent and would not advance through the introducer. The introducer was soaked in warm water in an attempt to remove the coil from the introducer. It was not possible to remove the coil from the introducer, as the crystals were holding the coil inside the introducer. The coil was broken inside the introducer. Microscopic inspection of the catheter zap tip shape and surface was smooth. Dimensional measurements of the catheter and coil, were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as continuous flush was not maintained and an incorrect catheter was used per the dfu. (B)(4).